Event description:
The materials manager reported that the keys did not work on (B) (6) 2009 during patient use. Where the event occurred is unknown. According to the biomedical technician, all the keys on the pump were not working, which included the stop and channel select keys on the pumphead module keypad. According to the customer, there was no adverse event, patient injury or medical intervention associated with this report. The tubing was properly loaded at the time of the event. There was an audible alarm but no failure codes on the display screen. The software (B) (4), and is categorize as colleague 2006. There is no further complaint information available.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the blade of the monopolar curved scissors (mcs) instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4)the pump arrived and has been evaluated by baxter. A keypad was test was performed and the reported issue was not confirmed.

Manufacturer narrative:
(B) (4). In the initial medwatch report, 600001-2009-01069, it was incorrectly stated that all of the keys including the stop and channel select keys were inoperative on the pumphead module keypad. This was an incorrect statement since this is a single channel pump and there are no channel select keys.

Manufacturer narrative:
(B) (4). In the initial medwatch report, 6000001-2009-01069, CAPA investigation (B) (4) was incorrectly referenced to report. There is no ongoing CAPA associated with this report.

Event description:
Procedure type: lap. Low anterior resection. According to the reporter: during the case, it was noticed that the tip of the trocar broke off into the cavity. The fallen piece was retrieved. Used another device to complete the case. There was no additional bleeding and no tissue damage either. Operative time was not extended more than 30 minutes. No patient info available. No patient injury was reported.